Event description:
It was reported the pt began experiencing a loss of therapeutic tremor control on one side. The symptoms began shortly after the pt's left ipg was replaced. The pt reported receiving a shock down his arm and into his hand while taking a picture. Attempts to interrogate the pt's ipg were unsuccessful with the clinic programmer. The pt's programmer was tried and also resulted in a telemetry error. An attempt to interrogate the pt's other ipg (right side) was successful; however, ruling out a programmer error. The pt has very mild tremor on the right side, so it can be hard to tell if the pt is getting therapy from the left device, but it appeared the pt had more pronounced tremor. An x-ray was taken, but no results were reported. Based on the x-ray, the hcp scheduled the pt for surgery. The plan was to disconnect the extension, clean the area and reconnect the wire as well as open the ipg pocket and check the device for orientation. Follow up info indicated the left ipg pocket was opened and the battery checked. The device was not inverted, but was implanted deeper than the typical 1/2 inch (1-1.5 inches). The ipg was interrogated and the battery was found to be fully charged; therefore, ruling out a depleted battery or short circuit. The same battery was placed superficial to the original pocket. Interrogation revealed normal impedance values and device settings. The extension pocket was then opened at the lead extension junction. The boot was removed form the extension, the contacts cleaned, extension head suctioned, and re-assembled with a new boot. The right ipg was changed out at this time as well and programmed to the last known settings. In recovery the devices were interrogated, found to be normal, and were programmed. The pt remained groppy and did not have his programmer, so the devices were left off until later time. The right battery was programmed for a slightly lower voltage to compensate for a fresh battery.

Manufacturer narrative:
.